Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a robotic surgical procedure on (B)(6) 2024 and barbed suture was used. During the procedure, per user facility medwatch form#: mw5160455, during a robotic surgical procedure, the j&j ethicon stratafix needle became dislodged from the cannula while attempting to remove it after completing the cuff closure. The j&j ethicon stratafix needle was retrieved in the same procedure right after it was dropped. It was removed through the same cannula successfully on the second attempt. There was no patient consequence was reported. Unknown if the device was available for return. No adverse patient consequences were reported. Additional information was requested.